Manufacturer narrative:
The customer¿s report of an IV set becoming detached and causing blood backup was not confirmed. Visual inspection of the set showed no damage or abnormalities, and no evidence of blood backup was observed. Functional and pressure testing resulted in no leaking, disconnections or irregularities. The root cause of the reported failure was not be determined.

Manufacturer narrative:
Concomitant medical products: -braun adapter; tevadaotor bag access, therapy date (B)(6) 2017. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the dietician called the register nurse to the patient room when it was noted that the continuous cytarabine infusion tubing became disconnected and leaked from the b-braun adapter. The patient's blood was noted to be backing up into the main IV line while laying on fathers chest/lap. The rn immediately stopped the infusion and ns was initiated. There was no report of patient harm.